Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem found, as image did display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image displayed during device installation involving an olympus flex deflectable videoscope. The customer suspected that the cause of the no image was due to poor contact when connecting. There was no patient involvement.